Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that the patient had a high blood glucose of 600 mg/dl earlier that morning and just a few minutes prior to calling animas the patient had ¿collapsed and passed out.¿ the reporter informed the animas representative that the patient was semi-conscious and emergency services had been called. At time of call, the paramedics had arrived and the call was ended. It is not known what treatment the patient received. It was noted that the animas representative requested that the patient¿s spouse call customer support back so they could review the pump. The patient¿s spouse did not call back and animas made several attempts to reach patient for additional information; however, the patient was unable to be reached. At the time of the call, the reporter stated that at time patient collapsed she was wearing her pump; however, the pump was suspended. It is not known how long the pump was suspended and reason it was suspended. The reporter informed the animas representative that the patient administered an injection that morning and one later that day (time not known). At time of call the patient¿s bg tested at 433 mg/dl. (B)(4) - pt's mom, (B)(6) called went to pt's home after talking to pt she had a high bg this am and was heading over to help her. She states pt was home with (B)(6) son and an air conditioning repairman was coming to fix the ac. States that pt went to get up and assist the repair man and she collapsed and passed out. Unknown if pt hit her head. Pt is semi-conscious and 911 has been called. Pt was wearing pump but pump was in suspend. Pt took injection earlier this am and another injection (unknown amount and time) and bg is currently 433 mg/dl. Per (B)(6), pt had a bg of 600 mg/dl this am. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, review of the black box data found that the data for the complaint date was overwritten as a result of continued customer use. Review of available date range showed that total daily delivery reflects the user¿s programed basal rate. Using the returned battery cap the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. During investigation, the pump encountered load step issues due to a force sensor malfunction. The remaining testing could not be completed. The reported pump suspension issue could not be fully investigated and no conclusion could be drawn.